Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve, implanted for four years, underwent a valve in valve due to stenosis. The tmvr was performed with a 29mm 9600tfx valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Supplemental report submitted to include additional information received and to corrections. Updated a2, a3, b5, g4, and h4. Corrected d1, d2, d3, d4, d6, g1, and h6 - component code. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 29mm 9600tfx s3 valve, implanted for 5 years and 4 months in the mitral position, underwent a valve in valve procedure due to stenosis. The tmvr was performed with a 26mm 9750tfx valve. The gradient went from 10mmhg pre procedure to 3mmhg post procedure.

Event description:
It was reported that a patient with a 29mm 9600tfx s3 valve, implanted for 5 years and 4 months in the mitral position, underwent a valve in valve procedure due to degeneration. The tmvr was performed with a 26mm 9750tfx valve. The gradient went from 10 pre procedure and 3 post procedure. Per pre-procedural echo report, the bioprosthetic mitral valve had restricted leaflet motion. There is mild mitral regurgitation. There is mitral stenosis with a mean gradient of 9 mmhg. Per the operative report, the patient presented with stenosis of their 29mm s3 tmvr. She was fatigued with shortness of breath with exertion. A 26mm 9750tfx valve was implanted successfully.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b1, b5, b7, and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The complaint valve degeneration was confirmed by provided medical record . There was no allegation or indication a device malfunction contributed to this adverse event. Therefore, no device history record or lot history are required. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''patient with a 29mm 9600tfx s3 valve, implanted for 5 years and 4 months in the mitral position, underwent a valve in valve procedure due to degeneration''. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.